Manufacturer narrative:
Calibration data showed a drift over time for one level of calibrator. Calibration was within specifications on (B)(6) 2021 and (B)(6) 2021. Quality controls showed a continuous drift for the second control level from (B)(6) 2021 to (B)(6) 2021 and was close to being outside of range on (B)(6) 2021. The first control level showed a slight shift downwards. Controls were within specifications on (B)(6) 2021 and (B)(6) 2021. 13 mm. Diameter tubes were used on the analyzer without a rack adapter required for 13 mm. Diameter tubes. This can lead to pipetting issues. Upon review of the alarm trace, various sample short alarms, calibration incomplete alarms, and insufficient system reagent alarms were observed. The field service engineer determined that one of the pinch valves didn't work. The valve was replaced. System volume checks were carried out and the results were optimal. The system worked normally after these actions. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer checked hydraulics, syringe seals, gear pump pressure, pipette seals, pinch tubing, and mechanism movement. No issues were found. The system was decontaminated and cell preparation maintenance was performed. The next day, calibration and controls were satisfactory. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hbsag immunoassay ver. 2 on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. (B)(6). The hbsag reagent lot number was 503729, with an expiration date of 30-jun-2021.